Event description:
A customer reported that the equipment displayed an error message during a procedure. The system was replaced to complete the case. Additional information was received reported the cassette was exchanged; not the system. The case was completed following a system reboot and 40 minute delay. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and replaced the vent and irrigation solenoid spacers. Preventive maintenance was performed, and the system was then tested and met all product specifications. Additional information regarding product evaluation is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).